Event description:
It was reported that a user experienced recurrent and worsening hypoglycemia while using the ilet system, including prolonged overnight lows to 48¿53 mg/dl, with self-treatment using large amounts of oral glucose, cookies, and juice, and frequent manual pauses and high corrections that were used as meal announcements, which constitute improper or incorrect procedure or method related to the user interface. Symptoms included hypoglycemia with shaking, mental fog, and fatigue, along with episodes of hyperglycemia following large carbohydrate treatment. Outcomes included the need for unexpected medication intervention with oral glucose and a serious health impact due to clinically significant hypoglycemia. Investigation included communication with the user and analysis of information provided by the user, including review of device reports. Investigation of this case revealed no device problem and identified a usage problem, with insulin stacking driven by treating lows with excessive carbohydrates, unnecessary pauses, and use of meals as corrections, which can interfere with algorithm-driven insulin suspension. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.